Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) throat bleeding [pharyngeal haemorrhage]; fever [pyrexia]; stabbed a hole in back of throat [pharyngeal injury]; mouth swelling [oedema mouth]; throat swelling [pharyngeal oedema]; device breakage (toothbrush broke) [device breakage]; neck swelled [local swelling]; flap of skin in throat where stabbing occurred, scar [scar]. Case description: a consumer reported that his son, (B)(6), tipped over his sister while brushing his teeth with the oral-b stages power toothbrush, version unk and reported the following; throat bleeding, mouth swelling, throat swelling, device breakage (toothbrush broke), stabbed a hole in back of his throat, fever. The consumer stated that he took his son to the emergency room where an examination revealed a large hole in the back of his son's throat. The consumer reported that his son has a life-long flap of skin which resides where the stabbing took place. Treatment: unspecified emergency room treatment and gargling. The case outcome was recovered. No further info was provided. On 09-feb-2009 safety follow-up phone call consumer: the consumer reported that his son was using the oral-b stages power rangers toothbrush when he experienced the following additional symptoms: neck kind of swelled up, a flap of skin in the back of his throat that is a scar that his son can feel. He stated that his son was seen by a physician in the emergency department who spoke with an ear, nose and throat doctor by phone; due to the location of the injury, the ent recommended an unspecified gargling solution as the only treatment. The consumer reported that his son was re-examined when being seen for an ear infection at a later date, and the physician stated that throat was healing fine. No further info was provided.

Manufacturer narrative:
The product was not returned by the consumer at this time, therefore, we are unable to proceed with device evaluation. Lot number not provided, therefore, unable to proceed with batch/retain investigation. Consumer has retained the product and we will be requesting product return.